Manufacturer narrative:
Follow up with the reporter provided additional information that the revision was due to recurrence of the bunion and pain. During revision, it was found the knots were still securely tied but the suture was broken. The outcome of the revision surgery was reported as very good. Patient demographics (age at time of event, date of birth, weight) were requested but not provided. The patient was reported as obese and was allowed to weight bear immediately after the original surgery which may have contributed to the event. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) for abraded, torn, or broken sutures is nicking the suture with another instrument during insertion and/or fraying from sharp edge of the bone tunnel. Tissue healing and scarring-in of tissue is necessary to ensure the implant is not taking the entire load. As reported, patient post-op activity level as well as medical history may have led to this event. Per product directions for use (dfu-0147), post-operatively until healing is complete, the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that one year post op, the patient underwent a revision surgery due to failure of a bunion repair. No further patient or event information was provided at the time this event was reported.